Manufacturer narrative:
(B)(4).

Event description:
It was reported by the perfusionist that the intra-aortic balloon pump (iabp) is pumping "fine with good support" but they are getting persistent helium loss alarms and a constant high-pitched alarm (piezo). He has checked the helium tank, there are no apparent kinks, no ectopy, and no blood noted in the tubing, the pump is in autopilot mode 1:1, peak trigger, sinus tach 130-140's." As a result, clinical support specialist (css) explained the piezo to the perfusionist, the reset button was illuminated, so there had been an alarm message left unacknowledged. The alarm cleared after reset. The helium loss alarms were discussed, which occurred several times during the discussion. The perfusionist was asked to send a screen shot or one of the alarm strips (see attached screenshot). The balloon pressure waveform (bpw) shows a definite partial obstruction, and this was discussed. The patient is still sterile so positioning difficult to assess at this time. We discussed possible placement issues, and kinks at the groin. The bpw also had artifact on the waveform, so I had him switch the pump. The perfusionist reported good support and waveforms on the second pump. The helium loss alarm did not occur during the remainder of our call approximately 15 minutes with no alarms. The css recommended that the pump be sent to biomed to be checked. There was no patient death, serious injury, or complication reported. Patient current condition reported as critical.

Manufacturer narrative:
(B)(4). The reported complaint of "alarm, helium loss" was confirmed by the field service agent; however, the returned augmentation chamber passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the perfusionist that the intra-aortic balloon pump (iabp) is pumping "fine with good support" but they are getting persistent helium loss alarms and a constant high-pitched alarm (piezo). He has checked the helium tank, there are no apparent kinks, no ectopy, and no blood noted in the tubing, the pump is in autopilot mode 1:1, peak trigger, sinus tach 130-140's." As a result, clinical support specialist (css) explained the piezo to the perfusionist, the reset button was illuminated so there had been an alarm message left unacknowledged. The alarm cleared after reset. The helium loss alarms were discussed, which occurred several times during the discussion. The perfusionist was asked to send a screen shot or one of the alarm strips. The balloon pressure waveform (bpw) shows a definite partial obstruction, and this was discussed. The patient is still sterile so positioning difficult to assess at this time. We discussed possible placement issues, and kinks at the groin. The bpw also had artifact on the waveform so I had him switch the pump. The perfusionist reported good support and waveforms on the second pump. The helium loss alarm did not occur during the remainder of our call approximately 15 minutes with no alarms. The css recommended that the pump be sent to biomed to be checked. There was no patient death, serious injury, or complication reported. Patient current condition reported as critical.